Event description:
Customer reported a missed anti- jkb on the galileo using capture-r ready ID (crrid).

Manufacturer narrative:
(B) (4)device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.

Event description:
The biomed technician called baxter technical service on 8/26/09 regarding a report received from the nurse on this infusor pump. The nurse reported the pump was programmed to infuse propofol to a patient . The pump started infusing and then stopped infusing, led lights came on, which caused an interruption of therapy to patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B) (4). The device was received for evaluation. The reported issue of the pump stopped infusing was confirmed. The technician tested the pump and found a defective mpu board. Technician replaced the mpu board, tested the pump to meet specifications and returned the pump to the customer.